Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage, the following issue was found: a damaged power cord with exposed copper.

Manufacturer narrative:
One kendall scd 700 compression system was received for failure analysis. The reported symptom was verified and the observed symptom of a damaged power cord was verified. After a visual inspection, the power cord was observed to be damaged with exposed copper wire. The root cause of observed and reported symptoms was misuse/handling. The power cord was retained for further analysis if deemed necessary. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.